Manufacturer narrative:
Customer will be contacted. Sections not applicable as they are redundant.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a loss of osseointegration and the implant was explanted. There was 1 patient involved in this event.